Manufacturer narrative:
One-unit of the turnpike spiral was returned to for evaluation. A manufacturing record review was completed and no related nonconformances were found. A returned product evaluation was completed. The distal tip of the turnpike spiral was severely damaged and most of the distal tungsten material was missing. There was damage along the distal shaft that is consistent with over torquing. The turnpike spiral IFU warns; "never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury.

Event description:
Reported that the tip of the turnpike spiral broke off in the vessel of patient. Additional information received 06dec2019: from the antegrade direction, a wire was steered into the middle vessel. The vessel appeared to be open at this area but had a complex lesion. A turnpike spiral microcatheter was brought down over the wire to the middle vessel. From there wire escalation was preformed to a wire which was then steered across the distal cap and into the posterolateral branch. Efforts to advance the microcatheter past the middle vessel stenosis were unsuccessful, and in fact the tip of the catheter became entrapped in the middle vessel. The wire was still free, so was not married to the catheter, and was thought that the tip of the catheter was in trapped in the lesion. In order to free the catheter tip from the lesion, attempts were made to wire around the catheter. These were unsuccessful. A 2nd system was introduced to the same guide. A wire was steered into the subintimal space around the in trapped catheter. A 3.0mm balloon was brought down parallel to the trapped catheter and inflated (external cap crush) to 16 atm. However the catheter still could not be freed, and the tip became separated from the catheter. The remainder of the turnpike spiral catheter and the wire were then removed. The tip of the catheter was left behind. Attempts were made to wire around the catheter, but were unsuccessful.